Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the physician was able to insert and connect the left ventricular lead which exhibited good electrical numbers. The physician confirmed appropriate pacing and closed the pocket. The physician then left the surgery room as the procedure had been completed and the patient went into ventricular fibrillation. The physician and staff performed cardiopulmonary resuscitation and externally defibrillated the patient without success. The patient deceased.